Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97702, serial# (B)(6), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that there was a lead revision in may. The patient's relevant medical history includes spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.